Manufacturer narrative:
Corrected data: the patient's date of birth in section a was reported incorrectly. The correct date should read "(B)(6)"

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.